Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device did not confirm the reported event, but did find the device to be worn. This wear has been attributed to normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the spd would not sterilize due to damage to hmo trials. Screwdriver was skipping on locking screw heads.